Event description:
Siemens was notified on (B)(4) 2013 of an incident at the customer site involving the adjustment of the patient-positioning imaging system used during radiotherapy treatment. Per customer request, the dose rate for film mode on the patient-positioning imaging sub-system of two siemens' linac systems was changed in 2010. (Imaging is used to confirm patient position prior to the delivery of radiotherapy). According to the customer, on (B)(6) 2013, they determined that the excel file they use for calculating the correct imaging dose did not reflect the 2010 change in the imaging dose rate. The customer reported that there are potentially fifty (50) patients who received radiotherapy treatment during the 2010 to (B)(6) 2013 time period in which the reported incorrect calculation of the imaging dose rate could have resulted in an increase in the cumulative total dose delivered. (The imaging dose is added to the treatment dose to result in the cumulative radiation dose delivered). Based on the information provided by the customer, it's siemens' understanding it is most likely that one of these patients may have received a cumulative radiation dose of 11%, which is above the acceptable international iec* threshold of 10% of the total delivered radiotherapy prescription. It's our understanding that all other reported patients are within the international iec range of <10% for the prescription delivered. (Note, the reported incident occurred in france which uses a 5% threshold; under this threshold, the other 49 patients, whose cumulative total dose reportedly ranges between >5% to <10% would exceed the french standard.)

Manufacturer narrative:
Iec stands for international electrotechnical commission, an international standards organization. The two siemens' linac systems are located at the customer site: site 2 mevatron m2/primus mid-energy, model no. 01940035, serial no. (B)(4); primus hi, model no. 04504200, serial no. (B)(4). Customer address: (B)(6). The customer has reported that it has contacted all involved patients. At the customer's request, on (B)(4) 2013, a siemens customer service engineer changed the imaging dose rate back to the original value. The customer verified the new parameter. The incident is still under investigation.